Manufacturer narrative:
An event of device embolization into the left ventricle was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Event description:
It was reported a 28 mm amplatzer amulet left atrial appendage occluder was chosen for procedure on (B)(6) 2022. The device was placed successfully without complication. Post implant, the same day, the patient became dyspneic. An echocardiogram was performed, confirming the device had embolized into the left ventricle. The patient was taken for surgical removal of the embolized device and the left atrial appendage (laa) was surgically closed. The patient remained stable throughout the procedure and was recovering in the intensive care unit (ICU) at the time of report. It was noted that the event did cause a clinically significant delay. The cause of the embolization was unknown.